Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
The information provided in date of this report and date received by manufacturer was in correct with the initial report. The updated information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they were having the same issue as before. They had to change the battery because the insulin pump alarmed failed battery test. Customer's blood glucose level was 180 mg/dl. The insulin pump alarmed failed battery test while troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.